Event description:
It was reported that the procedure was to treat a calcified lesion in the left anterior descending artery. Pre-dilatation was performed and the 2.5 x 28 mm xience pro stent delivery system (sds) was advanced. Force was used, but the sds could not cross to the lesion due to the anatomy. During advancement, the proximal shaft separated. The lesion was treated with dilatation only. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Excessive force. Correction: the device was initially reported as returning, but was not returned. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the everolimus eluting coronary stent systems, xience pro, instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, it appears that the IFU deviation contributed to the reported shaft separation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us.